Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation. Reprogramming was performed and was successful. The patient underwent an ipg replacement procedure wherein the ipg was replaced with an MRI compatible device. The patient was doing well post-operatively. The explanted device will not be returned as it was discarded by the medical facility.